Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. The instrument was also found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing most commonly causes this failure. Signs of corrosion/contamination were found on the instrument bearings. Pitch/grip input disk bearings exhibit orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. A review of the instrument log for the tenaculum forceps (part# 420207-07/ lot# n10170519-817) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted endometriosis resection surgical procedure, the tenaculum forceps instrument was found to have a broken cable. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.